Event description:
It was reported that during the implant procedure the "helix stuck and would not extend" in the pacing lead. The lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned analyzed and no anomalies were found. It was noted that there was blood in the distal electrode. The helix was cleaned in preparation for helix extension/retraction and length testing. Extension/retraction and len gth testing were performed and all results, including electrical testing, were within specified parameters.